Event description:
It was reported that during a scheduled implant procedure, this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. It was noted that when the pacing system analyzer (psa) was used, measurements ranged around 1000 ohms. The physician opted to continue to monitor this patient. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that boston scientific pacemaker devices measure pacing impedance using a different methodology than an external pacing system analyzer (psa). To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device.

Event description:
It was reported that during a scheduled implant procedure, this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. It was noted that when the pacing system analyzer (psa) was used, measurements ranged around 1000 ohms. The physician opted to continue to monitor this patient. No adverse patient effects were reported. This device system remains in service.